Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during the implant procedure, the stylet failed to disconnect from the left ventricular lead. Upon forcefully removing the stylet, the lead was damaged. A new lead was used and the patient was stable after the procedure.

Manufacturer narrative:
Correction: ("difficult to remove" code should have been used instead of the "failure to disconnect" code)

Event description:
It was reported that when the patient presented during the implant procedure, the stylet had difficulty disconnecting from the left ventricular lead. Upon forcefully removing the stylet, the lead was damaged. A new lead was used and the patient was stable after the procedure.

Manufacturer narrative:
Analysis found the connector pin and crimp sleeve were pulled out of the connector assembly consistent with excessive forces during the procedure. The cause of the reported event was isolated to the bunching of a stylet ptfe coating inside the inner coil at the connector region consistent with procedural damage.